Manufacturer narrative:
This initial emdr is being submitted to FDA for a reportable event that occurred outside the USA. Optic damage is indicated as a potential malfunction related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. Damaged optic after implantation. There was no significant resistance during advancement of the iol. However, the optic was found to be cracked at the time of release. No similar issues were observed in other cases. An investigation is requested. Iol was explanted on (B)(6) 2026 problem code: a0414 - material split, cut or torn.